Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that he couldn¿t find his recharger and didn¿t care about getting it replaced at this time. The patient was upset and wanted to know how to find someone to charge his ins. The patient reported an increase in pain in his back. Additional information was received from the patient on 2018-03-16. The patient reported that he didn¿t know what was wrong. The patient reported that he tried to have a surgery setup to replace the stimulator with a new one. The patient reported that the surgery was finally approved by the state fund work comp for 2018-03-20. No further complications were reported.